Manufacturer narrative:
Evaluation summary: a video and a photo were received for review. A photo received from the account confirmed the reliant balloon had torn in a radial pattern. It was not possible to determine the origin site of the tear or if the balloon material had been damaged prior to the tear occurring. The reported balloon rupture was confirmed through review of the photo. The reported balloon burst event was confirmed on the video provided; but the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of pre-implant anatomy that may have contributed to the event (e.g. Calcification). Analysis of the returned video did not reveal any obvious anatomical anomalies that may have led to the balloon burst. The device is not returning so a complete analysis cannot be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 59mm abdominal aortic aneurysm. A reliant balloon was used to assist in the expansion of stent grafts during the procedure. It was reported that during the index procedure, after touching up the proximal edge of the main body, the physician began touching up the distal edge where the balloon burst. It was said that excessive inflation was not performed and the number of touch-up carried was about 6 times. This balloon was removed from the patient an another reliant balloon was used alternatively. As per the physician the cause of the event can no be determined. No additional clinical sequalae were provided and the patient is fine.